Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4). Once the sample is received and the investigation is complete, a supplemental medwatch 3500a will be submitted with the results of the investigation. Complaint information provided by stryker. Not yet received by manufacturer.

Event description:
It was reported during a left total hip primary procedure on a (B)(6) year old female patient, the offset cup impactor spring was broken and did not keep the cup immobilized. The procedure was completed successfully with another device and there was no delay in surgery. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and reported event could not be confirmed. The offset cup impactor spring was intact and functioning properly. The ratchet mechanism, which houses the spring, was able to lock and release as intended. A cup simulant was used to check the threads on the impactor and function of the device as performed during the production process and no discrepancies were noted. A process review was completed and no discrepancies were noted. No further investigation is required. (B)(4).